Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Necrosis, hemorrhage and ulcer are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, diagnostic testing, patient data or further event details. Device labeling addresses the reported events of hemorrhage and ulcer as follows: possible complications of the use of the orbera¿ system include: injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition.

Event description:
Physician reported patient "experienced life threatening complications, upper gi bleed with pressure necrosis and ulceration, related to placement which required urgent surgical removal of the balloon", "was mostly likely caused by the previous pose procedure this patient had "2 - 3 years ago" which then lead an ulceration after the balloon was placed." The device was explanted.